Event description:
It was reported that during a da vinci procedure, the instrument the pk dissecting forceps instrument had limited range of motion. There was no reported injury to a patient. There was no report of fragments falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of the instrument having a limited range of motion. Failure analysis found that the instrument's pitch cable was derailed at the pulleys. The cable derailment may have caused the non-intuitive motion of the instrument. An additional observation not reported by the site was that the instrument pitch cable was loose. The pitch cables were starting to unravel at both sides. An additional observation not reported by site was that the instrument's main tube had scratch marks /abrasions. The distal end of the maintube had various scratch marks with light material removal. The affected area with scratches measured approximately 0.700 in length and was not aligned with the tube axis. No other damages were found on the instrument. The reported complaint of the limited range of motion of the instrument does not itself constitute a reportable event. Recurrence of the alleged failure mode is not expected to be likely to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. However, the maintube scratches found during failure analysis investigations could cause or contribute to an adverse event if the malfunction were to recur.